Manufacturer narrative:
The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right eye erosion through the conjunctivae of the right eye against the xen®45 gts. The device has been explanted at the slit lamp.